Manufacturer narrative:
Ref. Report date, date received by MFR: date is estimated conservatively. (B)(4). This patient's infection was diagnosed clinically and cultures taken after administration of antibiotics revealed no growth. A conclusive relationship between the strattice devices and the reported infection could not be determined, however based on the internal investigation into lot sp100377 with no remarkable findings including (B)(4) devices distributed with no other complaints against the lot, and that the same lot was implanted in the left breast with no reported complications, the infection is considered unlikely related to the strattice device. Lot sp100377 was terminally sterilized and met all qc release criteria. Device not returned for evaluation.

Event description:
It was reported that this is a (B)(6) female patient with a history of bilateral breast implants in 1986 and bilateral capsulectomies. On (B)(6) 2016, the patient underwent bilateral capsulectomies with the removal of implants from the subglandular position to the sub muscular position and the implantation of strattice bilaterally (lots sp100377-068 and sp100377-070). On (B)(6) 2016, the patient presented with clinical signs of infection to the right breast (specific sublot number was not reported). The patient was treated with antibiotic therapy however, symptoms progressed to adenopathy. The patient was returned to the operating room on (B)(6) 2016 for removal of implants and strattice devices bilaterally. Cultures were taken and results showed no growth. On (B)(6) 2016, the patient was brought back to the operating room for reimplantation of the breast implants and strattice. It was reported that currently the patient is post operative day four and appears to be doing well.